Event description:
The surgery tech cut themselves while reattaching the protected surgical blade after the surgeon complained that the blade was loose on the handle. The surgery tech was using two hands to reattach the protected surgical blade. An employee injury incident report was filed with employee health. Surgery tech has accrued "lost days worked" due to injury.